Manufacturer narrative:
The returned journey bcs femoral, tibial tray and insert were examined visually, and stereo-microscopically. The purpose of this investigation was to examine the returned components. No destructive testing was carried out. The returned tibial tray grit blast surface had bone cement attached on the posterior side. The bone cement attached to returned tibial tray was well bonded and no signs of loosening were observed. The tibial tray grit blasted and polished surfaces had scratches and gouges that appeared to have been caused during extraction of the device. Surface roughness measurements away from the bone cement on the tibial base grit blast surface were performed utilizing a surface profilometer. The roughness measurements were within specification. The polyethylene insert had burnished areas and pits on the articulating insert that were likely caused by the presence of third body debris such as bone or bone cement in the articulation zone. The polyethylene insert has deformed and burnished area on the posterior post more pronounced laterally from center and upwards of the post caused by articulation with the femoral component posterior cam. The returned journey bcs femoral component had bone cement well bonded to the grit blasted surface. The femoral component has scratches on the posterior-medial and posterior-lateral condyles likely caused during extraction. The returned polyethylene insert has pitting likely caused by the presence of third body such as bone or bone cement. Deformation and burnishing on the posterior post more pronounced laterally from center and upwards were present. The femoral component appeared to have been well fixed.

Event description:
It was reported that a revision surgery was required due to aeseptic loosening.